Event description:
The physician chose to use a 43mm renu device instead of a 62mm device. After the 43mm device was placed, it was noted to be too short. There was a small gap between it and the pre-existing graft, which resulted in a type iii endoleak. A zenith main body extension was placed to bridge the gap, but the physician placed it too low and the leak was still present. Another manufacturer's cuff was placed and the leak was resolved. Refer to 1820334-2006-00122.